Event description:
During a coranary artery bypass graft procedure the suture twirled back on itself resulting in a knot, then it broke while the surgeon attempted to straighten it. The surgeon used another suture to complete the procedure with no adverse consequence to the pt.